Event description:
It was reported that the pump failed accuracy test.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. One device was received for evaluation. The reported problem was verified by visual and functional inspection. The cause of the device issue was an out of specification expulsor, replaced the expulsor to correct the reported problem. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.